Event description:
Philips received a complaint by the customer on the v60 indicating that the power button could not turn off the device normally. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. Device evaluation and repair are pending.

Manufacturer narrative:
E: (B)(6) hospital (B)(6). (B)(6). Phone: (B)(6).